Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2021, it was reported that the infusion set's tubing got detached at the quick release while getting dressed. The site location was patient's abdomen, and the pump was in patient's left pocket. The infusion had been used for less than 24 hours. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. The pump was not dropped with the set connected to patient's body. At the time of this report, the patient's blood glucose level was 9.2 mmol/l.  No further information was available.